Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis evaluation. The mega needle driver instrument was analyzed and found to have a frayed grip cable at the idler pulleys. Some bundles of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration, corrosion, or contamination on the cables. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the mega needle driver instrument had broken cable. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mega needle driver instrument was inspected prior to use, and no damage was found. The instrument cable was found protruding from the distal end of the instrument. There was no issues with the opening/closing of the grips, left/right motion of the grips, or up/down motion of the wrist. There was no observed intraoperative collision or misuse involving the instrument. There was no report of patient injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.